Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately tortuous and calcified lesion and/or other devices/deployed stent during retraction resulted in the reported stretched coils and ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a moderately tortuous and calcified lesion in the proximal circumflex (cx) artery. After deployment of an un-specified stent, an attempt was made to retract the bmw guide wire; however, the tip began to unravel and ultimately separated in the left main (lm). Attempts were made to snare the separated tip; however, were unsuccessful therefore the patient was sent to surgery where the tip was able to be removed. In the surgeons opinion, no portion of the guide wire remained in the patient. The patient is stable. No additional information was provided.

Event description:
Subsequent to the initial filed reported medwatch, the following information was received via sus voluntary event report: pt to cath lab on (B)(6) 2018 with deployment of stents to proximal and circumflex coronary arteries. Following removal of coronary guide wire, radio-paque segment of guide wire was noted on fluoro imaging in the region of the aortic root / left mca / proximal circumflex. Inspection of the removed guide wire confirmed that a portion of the wire had become detached. Multiple attempts to retrieve the retained segment were unsuccessful. In the process, pt was reportedly exposed to 9726 mygm radiation (5000 mygm is procedural limit). Cardiovascular surgery was consulted and pt was taken emergently to operating room for CABG x 1 with removal of retained guide wire segment and was admitted to cvicu post-op.

Manufacturer narrative:
Internal file number: (B)(4). Attachment: sus voluntary event report number mw5079699.